Event description:
Caller reported a potential false positive troponin I (tni) result on triage cardiac panel vs results on beckman access. Patient seen in ed in 2009, with chest pains; no EKG info. Patient admitted for further tests.

Manufacturer narrative:
Product support did not confirm the client's observations of discrepant tni results while testing retained devices in-house. Tni recovery for negative sample gave tni results <0.05 ng/ml. A review of mfg release data showed tni results to be within trimmed meas release specifications, and there were zero occurences of negative samples giving elevated tni results. Product support could not rule out sample-specific interference without return of patient sample. Product deficiency was not established; no corrective action is required at this time.